Manufacturer narrative:
Findings: pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Detailed trace analysis confirmed power error alarm 25 was triggered when the backup battery of the loaded voltage (loaded vlith) and unloaded voltage (unloaded vlith) display at the power graph management tool is out of spec range due to the internal battery connector was found not properly connected. Connected the internal battery, then the pump was monitored and functioned properly. Pump received with scratched case, pillowing keypad overlay, cracked reservoir tube lip, cracked retainer, serial number label stained and minor scratched lcd window. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed power error detected. The customer¿s blood glucose level was 23.0mmol/ l at the time of the incident. It was reported that they received a power error detected and then changed the battery. They changed the battery week earlier. The issue was resolved by switching her over to a backup pump they had. She was currently stable and customer declined to further troubleshoot for unexplained high blood glucose. Customer reports pump has not been exposed to temperatures below 41°f (5°c). Customer is using a 640g pump with software version 2.6. During troubleshooting notification light stopped flashing immediately. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.